Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report. This is the same patient/event as MFR # 2249697-2009-00180.

Event description:
It was reported that, "the surgeon thought that the patella reamer was blunt. Then, the surgeon continued to rotate the patella reamer. At that time, the reamer shaft stuck in the bushing/housing. When the surgeon disassembled these 3 parts, a fragment of white plastic fell out from the bushing/housing. The fragment of white plastic was discarded in the hospital. Then, the surgeon assembled them again to ream the patient's patella. They were used without problem."